Event description:
Customer was following bbraun protocal for dealing with malfunctioning backcheck valves in pump tubing, big air bubble bypassed the air-in- line sensor on the IV pump. I did not personally see the IV pump set up, but per nurse, the IV pump continued to try pulling from the secondary line after the abt finished - with the primary line clamped, the pump continued to pull air.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.